Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 3487a-45, serial/lot #: (B)(4), ubd: 08-feb-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative [rep], healthcare provider, foreign) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was high impedance on pole 0 and 1, and higher impedance on pole 2 and 3 with avoid use results. As a result, the patient could no longer increase the intensity using the patient controller without falling into out of regulation (oor). It was noted that there was no issue with the ins; the electrode was the problem. Reprogramming was done to pole 1 and 0 along with increasing the pulse with to avoid oor and achieve the best possible benefit in the current situation. A second program b was programmed for lying down as the patient was no longer able to raise/lower the setting themselves. The session report would be sent to the surgeon for decision on further action. The issue was not resolved as of (B)(6) 2021. No surgical intervention occurred or was planned. The patient was alive with no injury. Session reports were provided, and impedance results were between 3090 ohms and 26050 ohms. Additional information was received from the rep. It was reported that they were unable to reprogram a higher intensity because of the oor message with the patient programmer so the patient had ineffective therapy. It was noted that the surgeon would probably do a revision but he first needed to clarify this with the patient and his family. The surgeon would contact the manufacturer for further action once the surgeon has defined them. It was noted that this information was confirmed with the physician/account.